Manufacturer narrative:
Date of event - estimated since unknown. Kleinecke, caroline, yu, jiangtao. Neef, philip, buffle, eric, de marchi, stefano, fuerholz, monika, nietlispach, fabian, valgimigli, marco, streit, samuel, fankhauser, mate, duenninger, erich, windecker, stephan, meier, bernhard, gloekler, steffen. Clinical outcomes of watchman vs. Amplatzer occluders for left atrial appendage closure (watch at laac). European society of cardiology. Europace 2020; vol. 22: 916-923.

Event description:
It was reported via literature that major access vessel complications occurred. A study was done to compare clinical outcomes of watchman vs. Non-boston scientific devices for left atrial appendage closure (laac). Of two real-world registries, the watchman registry lichtenfels, germany, and the non-boston scientific registry bern-zurich, switzerland, 303 and 333 consecutive patients, respectively, were included. For the watchman device, stroke was reported in 2 of these patients. Pericardial effusion was reported in 5 of these patients. Blood loss was reported in 8 of these patients. Device embolization was reported in 1 patient. Thrombosis was reported in 11 of these patients. Device leak greater than 5mm was reported in 2 of these patients. Major access vessel complications were reported in 6 of these patients.